Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced possible syncope during ventricular tachycardia (vt) episodes. Atrial and ventricular undersensing were noted during recorded events. The ra and right ventricular (rv) leads remain in use. No further patient complications have been reported as a result of this event.